Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2020. Event day and month were not reported. Investigation summary: the analysis results found that the pn150 device was returned inside its original package. Upon visual inspection, it was noted that the tyvek was delaminated possible causes of tyvek delamination are tyvek quality or seal strength; however, no conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the package was falling apart and degrading as it was opened, compromising the device sterility. There were no patient consequences. No additional information is available at this time.